Manufacturer narrative:
The device has been returned for evaluation. Investigation is pending.

Event description:
The event involved a 22¿ (56 cm) appx 5.6ml, ext set, trifuse w/4 clave¿ clear, spiros¿ w/red cap, 1.2 micron filter, 4 clamps where leaking at the air vent hole on the filter was noted during an infusion of an unspecified chemotherapy. There was patient involved and no harm was reported as a result of the reported event. This is 1 of 3 incidents reported.

Manufacturer narrative:
H10 - one used list# ch3770, trifuse w/4 clave¿ clear, spiros¿ w/red cap, 1.2 micron filter, 4 clamps (lot# unknown) was received and visually inspected. As received, the filter vents of the 1.2 micron filter were wetted out with prior infusate. No other damage or anomalies were identified. The set was leak tested according to product performance specifications. Leakage occurred through multiple locations of the 1.2 micron filter vent material. This is due to wetting (saturating) of the vent material by the infusate solution during use. The probable cause is a temporary or permanent loss of the hydrophobic properties due to the infusate interaction with the vent material during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.